Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 430 mg/dl. Customer declined troubleshooting for high blood glucose. Customer stated that battery went dead and settings were lost. Customer stated that inserted sensor not ready and they did not had new sensor. Customer stated that they experienced hyperglycemia because they did not had a sensor. The device will not be returned for analysis.